Event description:
Procedure: laparoscopic lesion removal-uterus. According to the reporter: when the clamp was taken out of the patient cavity, a metal part of the tip of the clamp was disengaged. The staff used another device to continue. There was no patient injury. Nothing fell into the patient cavity. The procedure was not extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.